Event description:
A report was received that the patient underwent an unknown procedure wherein a torn lead was not used and was returned.

Manufacturer narrative:
Additional information was received that the procedure involved was a permanent implant and there was no patient involved.

Event description:
A report was received that the patient underwent an unknown procedure wherein a torn lead was not used and was returned.